Event description:
It was reported that an undisclosed procedure was closed with sutures. When the pt was seen for a follow-up visit by the physician in 2009, she was found to have an infection in the area where the suture was used. It was reported that the pt required numerous medical interventions, and antibiotics. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/06/2009. Undefined medical interventions. Infection occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.